Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that the lens was dislocated.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a lens that was exchanged due to an unknown reason following an intraocular lens (iol) implant procedure. Additional information was requested.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge, handpiece and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).